Event description:
A malfunction alarm with code malf 16 was reported. There was no reported impact on the customer's blood glucose level, as the customer declined to provide this information. Tandem technical support arranged for a replacement pump and confirmed the customer's shipping address. The customer was instructed to use multiple daily injections as a backup therapy and to allow the battery to deplete before returning the malfunctioning pump using a pre-paid label and return box.